Event description:
The customer reported to vyaire medical that the revel english service repair display had 'grayed out,' with continuous alarms that could be cleared but continued to sound, however the other leds settings/alarms were operational. The unit also stopped ventilating because the patient's monitor showed no respirations and the etco2 monitor did not show a waveform. Furthermore, before being removed from the vent and bagged with an ambu bag, the patient's oxygen saturations dropped but there was no information for patient harm reported.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6 and h10. Result of investigation: vyaire medical was unable to confirm and duplicate the issue. No abnormalities were discovered after the unit's extended 72-hour run in and first testing. Visual inspection revealed several of part defects and an inop alarm discovered during event trace. Pigtail, main board, main frame, and power flex were all replaced, and the device passed all bench tests.